Event description:
Cardinal health extremity pack should have had 5 sponges and only had 4. This could lead to incorrect sponge count due to biased confidence. Manufacturers use standardized processes and packaging designs (e.g., specific number of items per package) to facilitate accurate counting by hospital staff, which acts as a counting aid to or staff to assist with avoiding human error in counting.